Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58u78. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, dr tried firing device but had to exert excessive force to fire the stapler plastic to plastic. Dr is familiar with firing the device and found that this time it was abnormally difficult to fire although hemorrhoidal tissue wasn't abnormally thick. Staplers were formed. Dr suspected the plastic washer had issues that resulted to the incident. Procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # r58u78. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.